Event description:
It was reported that the device was used during a breast biopsy. It was reported by the rep that the surgeon used (1) mcl20 and during the procedure, (2) different occurrences happened with the same instrument. The surgeon fired the applier on the vessel and it came off. Thereafter, he fired the applier and the clips popped out of it. Another mcl20 was opened and used to complete the case. There was no consequence to the pt.